Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection indicating proper jaw alignment. No sheering on the toggle switches was also observed under microscopic inspection. The instrument was loaded with a pmv and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, it was difficult to unload the suture from the device. The suture fell off of the device and into the patient. The suture was retrieved from the patient cavity. There was no patient injury.